Manufacturer narrative:
Two samples were returned and evaluated. Visual examination revealed no physical or material degradation and no obvious foreign material. Coating material was tested prior to implementaion by invitro test for tissue culture and also by in vivo testing for tissue response. All results were negative. A document review found no evidence relating for pt reactions. Mfg reported staple coating vehicle was changed to an alternative product on 12/19/1997. First lot was #806615; the reported lot was produced prior to this change. Co is unable to determine a cause for the reported problem. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.

Event description:
Customer reports, he has had a number of pt's with skin reaction to the staples. He claims, "the staple line looks as though a blow torch has been applied". The reaction is visible six days post surgery.